Event description:
The clinician reported that 4 days after the dental implant was placed in the patient's mouth, failure of implant was observed. The device was forwarded to the manufacturer for investigation. The patient experienced mobility at time of failure, no further complications were observed.